Event description:
It was reported that a user of the ilet system experienced persistent high blood glucose after initiating pump therapy and had been entering multiple meal announcements to correct hyperglycemia; the user was advised to make a single announcement and allow the pump to adjust so the system could learn. Review found no device malfunction. Symptoms included hyperglycemia peaking at 333 mg/dl. Outcomes included no long-term impairment and no hospitalization. Investigation included customer interview and review of device-use history and training. Investigation of this case revealed user technique contributed to the event with no fault found in the device. It was concluded that the device functioned as designed and the event was attributable to user management of meal announcements as correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.